Event description:
A triad skull clamp (B)(6) was thought to be locked however, it slipped and cut a staff member. It appears that the lock jams occasionally. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.